Manufacturer narrative:
Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists seroma, pain, and infection as anticipated adverse events. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Pain and infection are also listed in the instructions for use. Pain is a common and anticipated side effect of any surgical procedure. Post-operative care includes avoiding any sexual activity until a physician states that sexual activity is safe. Without a clear timeline, it is unable to be determined if the event occurred within this period. Further information is required. For these particular events, no patient was identified, and thus no medical records were able to be provided for an analysis to be completed. The surgeon that performed the operations was not identified and could not be contacted for additional information. The device lot number was not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.

Event description:
Events were discovered on (B)(6) 2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of events that were described by the author generally. In the article, the author begins, "for dozens of penuma patients who spoke to me...". Events stated by the author without a specific patient identified include: stabbing pain during erection and sex, seroma, erosion, infection, and implant detachment.